Event description:
It was reported that during a cholecystectomy procedure, although the device cut as usual, the device did not coagulate properly. As the coagulation function was not activated properly, bleeding occurred. The device suctioned properly. The operation was not converted, but the patient was monitored in ICU. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning. Requested additional information, but nothing received to date.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis